Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the hardware was failed in drawer 3.1. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer addressed failure in half-height cubie drawer 3.1 on the main cabinet, which showed read/write error messages on cubie pockets. The row board cable, ribbon cable, and retractor band were reseated. A test was run in the hardware test application. Drawer and cubie pockets were functioning properly. The system functioned as intended after the field service engineer repaired the device.